Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to add conclusion code. Boston scientific received information that this patient with right atrial (ra) lead had infection/sepsis and hematoma. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right atrial (ra) lead had infection/sepsis and hematoma. This lead was explanted. No additional adverse patient effects were reported.